Event description:
It was reported that the user contacted support for elevated blood glucose of 277 mg/dl after announcing and eating breakfast approximately two hours prior while using the ilet, and the user was unable to perform a confirmatory fingerstick; education was provided that the ilet correction algorithm would address the elevated glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included review of the event details and user education on device operation and expected algorithmic correction. Investigation of this case revealed no device malfunction reported or observed and no component failure identified; the event was consistent with postprandial hyperglycemia managed by the device¿s correction algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.